Manufacturer narrative:
In an interview the dentist stated that a turning force more than 50 ncm was applied during insertion, which is above the maximal turning force described in the instructions for use. This could be caused by a wrong pre-drilling or a wrong estimation of the bone density. The implant fragments were examined visually using a light microscope. The fractured surface was homogeneous and shows the typical picture of a fracture caused by excessive force.

Event description:
On (B)(6) 2015 it was reported to 3m espe that a 3m espe mdi mini dental implant o-ball prosthetic head - collared standard 2.1 x 13mm (iob-13) broke during implantation on position 31 and the apical fragment was removed in an additional surgery on the same day. The fragment was removed with a surgical drill without any complications.